Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. At the proximal end of the rapid port exchange (rpe), the shaft was separated. On the proximal end of the shaft separation for a length of 3mm, the shaft was stretched down. There was contrast in the inflation lumen and the balloon was tightly folded. There was blood present in the balloon folds. Product analysis confirmed the reported break as there was a shaft separation to the device.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention (pci). The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 15mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, during insertion, the mid shaft of the balloon broke. It was noted that the portion of the device was outside of the body at the time of the fracture. The device was pulled and removed intact, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention (pci). The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 15mm x 2.75mm nc quantum apex balloon catheter was advanced for dilation. However, during insertion, the mid shaft of the balloon broke. It was noted that the portion of the device was outside of the body at the time of the fracture. The device was pulled and removed intact, and the procedure was completed with another of the same device. No patient complications were reported.